Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited sensing and threshold hold issue. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported.